Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit does not charge batteries. There was no patient harm.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. The fse found that the unit would run normally on ac power but would not charge the batteries, which were fully discharged. The fse replaced the power management board which resolved the issue. The fse completed a full pm service, and all tests passed to factory specifications. The unit was returned to the customer and released for clincial use.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit does not charge batteries. There was no patient involvement involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.